Manufacturer narrative:
The device was returned for analysis. The distal tip was bent. The core wire was broken and only 130cm of the wire (including tip) was returned, the proximal portion of the wire was not returned for analysis. The overall length could not be performed due to the device condition that the core wire was broken. The outer diameter of the distal tip and middle of the device are within specification. The outer diameter of proximal section could not be performed since the broken proximal part of the core wire was not returned. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on completed analysis of the related burr complaint on (B)(6) 2017. A rotawire was received with the reportedly kinked rotalink plus. However, device analysis of the related burr revealed that the rotawire was fractured.